Event description:
Procedure: gastrectomy. Reportedly, the stapler was clamped over the tissue and fired. When the stapler was unclamped after transection of the stomach the surgeon found the staples were only partially advanced and still remained in the staple cartridge. The staples didn't form "b" shape. The surgeon needed to use hand suturing for closure of the stomach.